Event description:
Device #2 issue: difficult to retract - foot, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after removing the needle plunger, the foot could not be retracted completely. Additionally, the device was difficult to remove, which required "some manipulation" for removal. When the device was removed a second proglide device was attempted, with the same results. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4): device #2: part# 12673-03, lot# 87018-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.